Event description:
Hcp reported pt was experiencing no symptoms. The pump was explanted after implantation of 85 months and returned due to MFR's recall. A follow up report will be sent if add'l info is received.

Manufacturer narrative:
Final device analysis results reveal- insufficent bond of catheter access port.